Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime/a33 tests. The device was received with stuck in motor error alarm loop during bolus/basal delivery. The device's motor was tested outside of the device and passed. The device's motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.